Event description:
It was reported that a patient underwent an abdominal sacral colpopexy and enterocele repair on (B)(6) 2012 and mesh was implanted. On (B)(6) 2012 the patient experienced rapid descent of the vagina. A recurrent prolapse was confirmed by physical examination of the patient. A re-operation was done on (B)(6) 2012. During the procedure it was noted that the mesh was adequately fixated to the vagina and sacrum but had stretched. The vagina was hanging due to the elasticity of the mesh. The mesh was plicated and sutured back into place to achieve vaginal support.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.